Manufacturer narrative:
Philips has investigated this complaint. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips the device failed to power on and stopped at "system starting 0:00". The device was not in clinical use. There was no harm reported. A philips field service engineer (fse) inspected the system onsite and identified an issue with the flexvision pc. Fse proceeded to replace the flexvision pc and its hard drive. The device was returned to expected functionality.